Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the analysis results found that the bcd10 device was returned with the cotton tip loose and with dry body fluid present. Upon evaluation, evidence of adhesive was found on the tip of the shaft as the cotton appears to have been pulled off. No conclusion could be reached as to what may have caused the reported incident. The complaint was confirmed. It is possible that the damage to the device was due to improper handling. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported by the sales rep that during a laparoscopic pneumonectomy, a cotton tip fell off during use. The device was used on the lung. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.